Event description:
Account reports they have seen discrepant hcg results for several patient samples. The incorrect results were not used to guide therapy. The field service rep found the sample probe was hitting the sample cups and repaired the instrument by adjusting the probe.